Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the ratchet gear was stuck on the roller. The ratchet gear and roller were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Device is used for treatment. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
It was reported that after surgery the handle was stuck to the mesher. When handle was removed, inner portion of the handle stayed stuck on mesher. There was no harm and no delay. During evaluation of the device, it was discovered that the ratchet gear was stuck on the roller